Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no damages noted after the arcing event. The cannula was inspected during sterile processing department (spd). The arcing was observed on the tip of the instrument. It was unknown where the arcing appeared to originate/occur. It was unknown where the arc ground occurred. It was unknown where the arcing traveled and if had any effect on any tissue. The surgical task that was being performed was cauterizing and cutting. The monopolar curve scissors coagulation was activated when the arcing event occurred. The instrument was connected properly. The type of generator/electrosurgical unit (esu) used was the erbe coagulation setting 3 and cut setting 3. The instrument was used approx. 5-10 minutes prior to the arcing event. The instrument tips did not collide with any other instrument or tool during the procedure. When the arcing event occurred, the instrument tip(s) was in contact with tissue. The instrument tip(s) was not in touch with any staples, clips or sutures while energized. It was unknown if the jaws immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There was no reported injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the reported issue was not confirmed nor replicated by failure analysis. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument passed the energy test three of three attempts. The instrument was fully functional. No product issue was identified, and the product is considered conforming in its current state.